Manufacturer narrative:
Angiomax was adminstered via IV. 100mcg of lidocaine was also administered prophylactically for reperfusion arrhythmias. A 6fr sheath was inserted into the left femoral artery. A 6fr ebu 3.5 guiding catheter and 0.014 in. Sport guidewire were used to access the vessel. Multiple inflations were conducted with a 2.5 x 20mm balloon inflated to 15 atms. The clot was seen embolizing into the distal lad. The lad was open to flow; however, there was still a great deal of clot burden. A 3.0 x 24mm driver stent was deployed in the proximal lad to 20 atms. Nitroglycerine, 400 mcg, was distilled intra-coronary. The patient was discharged to ccu with orders for angiomax infusion for an additional four hours to resolve remaining thrombus. The plavix and coumadin were discontinued and lovenox was started in anticipation of the patient's upcoming bypass surgery. The outcome of the surgery is not known.

Event description:
This patient experienced a subacute thrombosis of a cypher stent on week following implant. This was treated with reintervention. This male patient with a previous medical history of diabetes, previous pci with bare metal stent in the osital lcx (mid 1990's), was admitted to the hospital with complaints of recurring atypical chest/ epigastric pain and shortness of breath. The ECG was non-diagnostic as the patient exhibited a left bundle branch block; however, he was ruled in for an acute myocardial infarction (mi) via markedly evaluated troponin levels. The patient was taken to the cath lab for emergent coronary evaluation and possible intervention. Angiography revealed a 90% ulcerated, heavily calcified lesion in the proximal lad , a 70% lesion in the ostium of the ramus intermediate branch, an 80% instent restenosis of an unknown bare metal stent in the ostium of the lcx, an 85% stenosis in the mid-lcx, and a 30# long, eccentric lesion in the proximal through mid-rca. A swan ganz catheter was inserted a right heart catheterization was conducted. It was then removed. The physician determined that the proximal lad was the culprit lesion and proceeded with pci to this site. Medications administered during the procedure were not reported. A 6fr sheath was inserted into the right femoral artery. A ebu 3.5 guiding catheter and a 0.014 in asahi ptca guidewire (300mm) were used to access the vessel. The lesion was predilated with multiple inflations performed with a 2.5 x 20mm maverick balloon inflated to a maximum of 15 atms. Residual stenosis in the mid-portion of the lesion following balloon angioplasty was 70%. A 3.0 x 18mm cypher stent was positioned in the lesion and was deployed to 20 atms for 35 seconds. Residual stenosis of 60% was still noted within the mid-portion-of the stented segment. The stent was postdilated with a 3.5 x 15mm quantum maverick ranger (non-complainant) balloon inflated to 20 atms for 90 seconds. The lesion final opened flow improved from timi 2 to timi 2.5; however, there was vasospasm present throughout the entire length of the lad. The physician distilled 400 mcg of nitroglycerine intra-coronary. Timi iii flow was restored and there was 0% stenosis within the stented segment. The patient was discharged to ccu with orders for ace-inhibitors, beta-blockers, aspirin, and oral nitroglycerine. The treatment plan included medical therapy, outpatient ecp and possibly additional coronary intervention of the remaining lesion (lcx and ramus) at a later date. One week later, the patient returned to the hospital and was ruled in for a repeat non-q wave mi, he was currently taking plavix and coumadin. The was taken back to the cath lab where angiography revealed a complete occlusion of the cypher stent in the ostial lad. There was no flow to the vessel beyond the thrombus. The decision was made to treat the thrombosed vessel and stabilize the patient, and then to schedule the patient for coronary bypass surgery the following week.